Manufacturer narrative:
An evaluation of the kangaroo pump was performed. The unit was triaged, and the reported issue was not confirmed. The unit was tested based on accuracy test using 125 ml of water. The delivery rate was as expected. The unit is within tolerance specification. No further actions are required at this time. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
The incident device has been requested but to date has not been received for evaluation. If the device is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device had over-feed. Additional information was received stating that the device was in the warehouse for cleaning and testing. They ran it and ended up over where it should have been by 20ml. No other information was available.